Event description:
It was reported that the device could not be interrogated. As such the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The field experience was verified. The device was interrogated and found to be in a reset mode. The device was tested on the automated electrical test system and on the bench. Current drain mea surements were normal. An internal battery short was found. This caused the battery depletion and the no communication experienced in the field.